Event description:
Adverse event(s): "patient impact unknown" (no information). Product problem(s): "system message displayed" (device displays error message). A facility reported a system message was received. The system was rebooted and the message persisted. No additional information was given. Additional information has been requested.

Manufacturer narrative:
A company service representative examined the system and verified the reported problem. The fluidics assembly was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).